Event description:
Customer reported that the blood glucose went high and that he did not receive an alarm for no delivery. The blood glucose reading was 272 mg/dl. The insulin pump did pass the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.